Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited oversensing and a lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: ddmc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient phoned in regarding hearing a beeping from their implantable cardioverter defibrillator (ICD). The patient was referred to their physician regarding the tone. Follow up was conducted with the patients listed clinic. The allied health professional (ahp) was able to see that a remote transmission was sent and there was an alert for high rv pacing impedance. No reprogramming has been completed at this time and an in-office visit is scheduled. The lead remains in use. No patient complications have been reported as a result of this event.